Event description:
N/a.

Manufacturer narrative:
The catheter kit and insertion kit were returned intact and sealed. The evaluation consisted of a visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of this fluid has been tested via infrared spectrum analysis and found to be silicone. Intra-aortic balloon catheters and some insertion kit components manufactured by datascope corp. Require medical grade silicone lubricant during manufacturing, and some lubricant may also be used as a surface coating to insure smooth insertion for small french size devices. Thus, it is possible that small spots (ranging from not visible to being visually obvious) of migrated lubricant may appear between the tray and the clear tray cover. This silicone is not foreign matter, is biocompatible and does not affect or compromise sterility of the intra-aortic balloon catheters or insertion kits. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Initial reporter occupation - administrator / supervisor. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that there was a film of moisture in between the white plastic casing of the intra-aortic balloon (iab) packaging and the blue plastic casing that covers the fiber optic connector and the end of the iab. This was noticed in two separate iabs. These catheters were in storage at the hospital and were not used with a patient. There was no patient involvement or adverse event reported. This report is for the first iab. A separate report will be submitted for the second iab.